Manufacturer narrative:
Additional information received indicated that endophthalmitis reoccurred and the device was removed on 6/28/2019. There was no incision enlargement and no other surgical interventions were required. The patient outcome postoperatively was good and no injury was reported. The following fields were updated accordingly: if explanted, give date: (B)(6) 2019. Patient code: 3191 - explant all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Serial #: unknown/not provided expiration date is unknown since the serial number was not provided the full UDI number is unknown since the serial number was not provided if implanted, give date: unknown/not provided if explanted, give date: not applicable as the device remains implanted (B)(6). Manufacturing date: unknown since the serial number was not provided. Attempts were made to obtain the missing information; however, the information was not provided. Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that four weeks after the implant of the baerveldt shunt, model bg101-350, endophthalmitis suddenly developed when the sutures were absorbed and the intraocular pressure began to fall. An antimicrobial agents also had no effect. The device was not removed because the inflammation disappeared. It was indicated by the doctor that a large amount of isodine was used. Reportedly, the patient is recovering. No further information was provided.